Manufacturer narrative:
The device history record of reported lot 6005479 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further evaluation.

Event description:
It was reported that the blood was infusing slowly through the rapid infuser. Reporter stated that the infuser was primed prior to blood infusion by a nurse, and when hanging a unit of blood via the rapid infuser, the infuser was advising to re-insert the set and was continually beeping. Reporter stated the infusion set was removed and the tubing came unattached at the bottom port, causing the blood to drain on the floor. No symptoms were reported.